Event description:
It was reported that the patient presented for a follow up in clinic with non-sustained right ventricular lead noise events. No interventions were reported. Further information was requested, but not yet received.